Manufacturer narrative:
The medical center discarded the impella cp and introducer sheath at the time of explant. There can be no benchtop analysis to root cause. Only the clinical report can be reviewed. The fact that even with the smaller 8fr iabp there was observed ischemia, does bring patient condition into review as a possible cause of the ischemia. Should more information be shared, and root cause be determined, a final report will be forthcoming. The failure mode will be monitored and trended. Of not the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had placed an impella cp for support of a high risk coronary angioplasty (hrpci) patient who had been denied surgery due to underlying condition. The team placed the cp and experienced limb ischemia. The patient had the hpci completed, and immediately afterwards due to the ischemia they prematurely explanted the cp and placed a balloon pump (iabp). Even with the smaller diameter iabp the limb was ischemic.

Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the hemolysis issue was patient condition related (the small vessel size was due to vasopressors (high dose of epi and levo) given to treat the perforated in the lad).